Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The reprocessing was not performed due to leak failure and therefore, foreign material likely remained. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were unspecified communication errors. Additionally, the image was gritty and appeared as though ¿ants walked over it.¿ upon further inspection, it was observed that foreign objects were in the air/water cylinder, tube, and jet tube. These foreign objects are likely remains from a previous procedure. This finding was due to insufficient cleaning or handling of the scope. It was observed that water tightness was lost due to wear of the scope cover packing and due to deformation of the scope connector cover unit. It was observed that the suction, air, and water cylinder had discoloration. It was also observed that there was corrosion on the: scope connector cover unit, plug unit and cable unit due to water leakage. It was observed that the label on the scope connector was peeled. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the image guide protector was damaged. It was observed that the plastic distal end cover had a chip. It was also observed that the connecting tube had a dent. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch box, right and left knob, up and down knob, scope cover, control unit, scope connector case and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had a communication error, and the image was noisy. The customer also mentioned that the device was tested with several other processors. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were foreign objects in the air/water cylinder, tube, and jet tube which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.